Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm as well as software error detected alarm. Customer¿s blood glucose level was 345 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they got low battery alarm. Customer was performed a self test and the test passed. Customer stated that they run self test twice and she still getting hardware low level failure alarm. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement tests. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or battery power loss alarms were noted during testing or in the pump trace download. A pump error 63 alarm confirmed in the pump history due to a broken trace on the keypad assembly. A pump error 53 alarm was found in the pump history file. We were unable to determine the root cause, problem isolated to the electronic assembly.